Event description:
It was reported the patient had a revision left total elbow replacement on (B)(6) 2013. On (B)(6) 2014 the patient identified a small pinhole in her skin; a reoperation was performed to repair the triceps as they ruptured from the olecranon. The surgeon believes the sharp edge of the olecranon tip pierced the patient's extremely thin skin. A washout of the wound was performed and the patient was treated with antibiotics. Subsequently the patient developed an infection and a revision surgery was performed on (B)(6) 2014 to remove all devices.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The product was not returned to the manufacturer, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.